Event description:
It was reported via repair work order that there was reduced brake force due to a damaged foot right caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported